Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reportedly due to the titanium adapter becoming unscrewed and eventually disconnected from the transfer set. It was not reported if the patient was hospitalized for the event. On an unreported date in the same month as the event onset, the patient started treatment with ceftriaxone (1g twice a day; route and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies was not reported. At the time of this report, the patient had not recovered. No additional information is available.